Event description:
Developed an infection at insertion site for insulin pump. Product was applied per protocol on (B)(6). Patient has successfully used product since (B)(6) 2019. Blood sugars skyrocketed and would not come down - pod pulled at noon on (B)(6) 2021. Product should work for 72 hours before needing to be replaced. Patient went to urgent care on (B)(6) 2021 and was given antibiotics. No improvements in blood sugars for days, even though new pod was inserted in new location on (B)(6) 2021. Patient told to go to ER by pcp on (B)(6) 2021 due to the inability to lower blood sugars and the fact that infection worsened. Had to have a surgical procedure to have site drained. Follow up care received by pcp on (B)(6) 2021. Antibiotics finished on (B)(6) 2021 and blood sugars finally back in range. FDA safety report ID # (B)(4).